Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective blower module [msp 160554], related to technical failures tf 431001 [blower fault] and te 231009 [blower controller speed low]. The appearance in the logfiles of ambient mode related alarms tf 485001 [ambient state] and tf 446029 [ambient failure detected], did not point to a specific additional root cause, but occurred when ventilation failed and the device entered ambient state. Due to this, the service technician exchanged the mainboard (msp160644, c6 mainboard) as well. The correction consisted in exchanging the blower module (msp160554) and the mainboard (msp160644) in the affected device. Following these corrections, the device was tested ok and released by the service technician. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected/additonal information: updated fields: d1, h6, h11.

Event description:
The following was reported to hamilton medical ag: summary: suddenly loud continuous alarm, black screen, ambient mode message. Patient was ventilated manually until new respirator could be installed. This had no consequences for the patient. Patient breathed spontaneously with the support of the machine, no high oxygen requirement.

Event description:
The following was reported to hamilton medical ag: summary: suddenly loud continuous alarm, black screen, ambient mode message. Patient was ventilated manually until new respirator could be installed. This had no consequences for the patient. Patient breathed spontaneously with the support of the machine, no high oxygen requirement. .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective blower module [msp 160554], related to technical failures tf 431001 [blower fault] and te 231009 [blower controller speed low]. The appearance in the logfiles of ambient mode related alarms tf 485001 [ambient state] and tf 446029 [ambient failure detected], did not point to a specific additional root cause, but occurred when ventilation failed and the device entered ambient state. Due to this, the service technician exchanged the mainboard (msp160644, c6 mainboard) as well. The correction consisted in exchanging the blower module (msp160554) and the mainboard (msp160644) in the affected device. Following these corrections, the device was tested ok and released by the service technician. Hamilton medical ag complaint number: cer 154815 follow-up 2 - corrected/additonal information: updated fields: d1, h6, h11.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: suddenly loud continuous alarm, black screen, ambient mode message. Patient was ventilated manually until new respirator could be installed. This had no consequences for the patient. Patient breathed spontaneously with the support of the machine, no high oxygen requirement.

Event description:
The following was reported to hamilton medical ag: summary: suddenly loud continuous alarm, black screen, ambient mode message. Patient was ventilated manually until new respirator could be installed. This had no consequences for the patient. Patient breathed spontaneously with the support of the machine, no high oxygen requirement. .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.